Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2017 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient was unable to increase the patient¿s stimulation intensity as the controller showed the ¿settings not available¿ message. It was unknown what factors contributed to the issue, but they noted that patient stated they did bend a lot working in the yard. The rep mentioned a lead fracture was questionable. Impedances were checked and the rep found that contacts 9, 10 and 11 were greater than 40,000 ohms. Per discussion with the patient, the rep programmed around the effected lead and was able to provide coverage with the unaffected lead. The rep indicated that only one lead was effected, however they were unable to determine with serial number was the effected lead. It was indicated that the issue was resolved at the time of the report. The event occurred on (B)(6) 2020.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). It was reported patient was unable to increase the amplitude with his controller. He was getting therapy settings not available message. Patient denies any falls but states he completes heavy physical labor with his job. Patient presented to the pain clinic on (B)(6) 2020 at which time his impedance measurement showed the 8th and 10th electrodes were >40,000. Therefore, he was reprogrammed avoiding these electrodes which resolved the issue.